Event description:
Patient's husband contacted dexcom technical support on (B)(6) 2013 to claim that there was an early sensor shutdown on patient's device on (B)(6) 2013. Patient was in the car while her husband was driving, and her husband noticed she was unresponsive. He noticed her device was in the warm up period, so he checked patient's blood glucose. When patient's husband found that patient's blood glucose levels were low, he gave her a glucagon shot. A little while later, patient's husband checked patient's blood glucose level again, to find that it was over 400. Patient's husband then gave patient an insulin shot. Patient was still unresponsive, so patient's husband drove her to the hospital. The hospital put patient through a chest x-ray and administered IV fluids. While patient was in the hospital, the device was calibrated, but patient's husband claims there were some inaccuracies and stopped the sensor. The sensor was started up again the next day, and the sensor failed after calibration. At the time of contact with dexcom technical support, patient's husband reported patient was still in intensive care in the hospital.